Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had haziness and cloudiness on screen, glare on screen makes it difficult to read, hard to press buttons or unresponsive, multiple motor errors. Customer¿s blood glucose level was unknown. Customer also reported diminished battery life and random no delivery alarms. Customer declined helpline. The device will not be returned for analysis.